Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl) and insulin injections were administered to address the high bg. The customer reported that the customer did not like to manage the bg and by choice did not bolus throughout the day. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.